Event description:
Report received from (B)(6) states: "the cutter does not cut, no pt impact."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. The device has not been returned for eval. Should tge device or additional info become available, a supplemental report will be filed.